Event description:
Additional information received that the patient's remote home monitoring system displayed another high shocking lead impedance measurement. No conclusive cause was determined. In office check was done and the measurement was within normal range. Review of recent daily measurements revealed greater than 100 ohms of shock impedance measurement. Available records indicate the system remains in service and no adverse patient effects were reported.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed a high out-of-range (oor) shocking lead impedance (sli) measurements. Additional information indicated that the patient will be monitored via remote patient monitoring system. Multiple high voltage impedance measurements were taken and all were between 90 to 95 ohms. No other trouble shooting was performed. Trends only displayed one out of range measurement over the past three months. This patient has a single coil lead which normally measures high shocking impedance. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.